Event description:
It was reported that the pump touch screen had "black spots that have been spreading". There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.